Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that the gui assembly's cable required reconnection. After this was performed, the device was tested, and no additional problems were found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which the screen is blinking. There was no patient involvement.